Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid and tissue in the helix housing. An x-ray was obtained and revealed that the helix was in a slightly retracted position and had straightened out at the distal end were the break occurred. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that difficulty was encountered with placing this right ventricular (rv) lead in the septum at the left bundle branch for conduction system pacing. Attempts were made to reposition the lead, however, the helix became caught in the septum and broke off and remains in the septum. Another lead was then attempted to be placed in the same location, however, the physician was not satisfied with the results, so the lead was removed and a left ventricular (lv) lead was successfully implanted. No adverse patient effects were reported. The return of the lead is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
This report is being filed to correct field h6: impact codes upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid and tissue in the helix housing. An x-ray was obtained and revealed that the helix was in a slightly retracted position and had straightened out at the distal end were the break occurred. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that difficulty was encountered with placing this right ventricular (rv) lead in the septum at the left bundle branch for conduction system pacing. Attempts were made to reposition the lead, however, the helix became caught in the septum and broke off and remains in the septum. Another lead was then attempted to be placed in the same location, however, the physician was not satisfied with the results, so the lead was removed and a left ventricular (lv) lead was successfully implanted. No adverse patient effects were reported. The return of the lead is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that difficulty was encountered with placing this right ventricular (rv) lead in the septum at the left bundle branch for conduction system pacing. Attempts were made to reposition the lead, however, the helix became caught in the septum and broke off and remains in the septum. Another lead was then attempted to be placed in the same location, however, the physician was not satisfied with the results, so the lead was removed and a left ventricular (lv) lead was successfully implanted. No adverse patient effects were reported. The return of the lead is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.